Event description:
It was reported by the rep that the (2) tx30v were used during a pneumonectomy procedure. It was reported that the two devices were being used to occlude blood supply to the lung so the specimen could be removed. According to the surgeon, both guns locked up and would not fire. The case was completed with a third device. There was no pt consequence.